Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Since the complaint affected unit was not returned for evaluation, a product non-conformance or device failure associated to manufacturing or design could not be confirmed. The lot number was not provided thus a device history record was not reviewed. The instructions for use contain the following warnings: do not apply the finger cuff on injured skin as this may cause further injury. To reduce the risk of skin irritation and tissue damage, do not monitor longer than 8 hours continuously on a single finger. To continue to monitor beyond 8 hours, use an additional finger cuff on another finger or move the cuff in use to another finger.

Manufacturer narrative:
The device will not be returned as it was discarded by the hospital. However, a supplemental report will be forthcoming once the engineering evaluation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that after use of the acumen iq finger cuff, positioned adjacent to a finger with a pulse oximetry sensor, the patient developed a blister on their finger tip. The device is not available for evaluation as it was disposed. There was no other patient injury reported.